Event description:
The patient received his scs system including percutaneous leads on (B)(6) 2006. It was reported that both leads broke. The physician explanted and replaced the leads with a different model on (B)(6) 2008. The explanted leads were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both leads were received in pieces. One segment of lead a had broken wires visible with the microscope; it is unknown how these wires were broken. No functional testing could be performed on the leads since they were returned incomplete. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.